Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon dilation issue occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous middle left anterior descending artery. This 15mm x 2.25mm emerge mr balloon catheter crossed the lesion easily. Three dilations were performed (6atm, 10atm, and 18atm respectively). Though the balloon length was 15mm, it seemed as though the balloon was stretched toward the proximal side under angiography. The balloon was dilated over the proximal marker band. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon dilation issue occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous middle left anterior descending artery. This 15mm x 2.25mm emerge mr balloon catheter crossed the lesion easily. Three dilations were performed (6atm, 10atm, and 18atm respectively). Though the balloon length was 15mm, it seemed as though the balloon was stretched toward the proximal side under angiography. The balloon was dilated over the proximal marker band. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and there was solidified contrast in the balloon and inflation lumen and the balloon was deflated when received. Attempts to inflate the device to nominal pressure was unsuccessful, likely due to the presence of residual solidified contrast in the inflation lumen. Attempts to inflate the balloon after soaking was unsuccessful. The balloon could not be inflated and therefore the markerband to balloon cone transitions could not be measured. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the dfu states "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).